Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information receive: a. Was there any surgical delay related to the event? -zero surgical delay related to this event. We made do with the second impactor handle on the set b. Please confirm if the connector appeared to have been broken. -yes, the entire connector lever was missing from the impactor handle.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, one of the attune impactor handles off the loan tibia impaction tray was damaged and unusable for the case. No damaged was incurred intraop, it was opened in theatre and noted to be defective and unable to be used as a modular handle as the connector was missing. The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photo investigation revealed that the lever of attune impaction handle appears to be broken. The broken fragment was not visible in the provided evidence. Based on the observed condition of the device, the investigation was able to confirm the reported event. No other problem identified. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the attune impaction handle would contribute to the complained device issue. Based on the investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4) investigation summary according to the information received, one of the attune impactor handles off the loan tibia impaction tray was damaged and unusable for the case. No damaged was incurred intraop, it was opened in theatre and noted to be defective and unable to be used as a modular handle as the connector was missing. The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4) . The photo investigation revealed that the lever of attune impaction handle appears to be broken. The broken fragment was not visible in the provided evidence. Based on the observed condition of the device, the investigation was able to confirm the reported event. No other problem identified. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the attune impaction handle would contribute to the complained device issue. Based on the investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: one of the attune impactor handles off. The loan tibia impaction tray was damaged. And unusable, for the case. No damaged was incurred intraop. It was opened in theatre. And noted, to be defective and unable to be used as a modular handle. As the connector was missing. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found, that the attune impaction handle was broken from the lever. The broken fragment was not returned for evaluation. The reported allegation can be confirmed. The observed, condition was identified, as an end of life indicator. Damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use. The device must be properly inspected, prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions and inspection procedures. Additionally, the comp spring was missing. A root cause for this condition cannot be determined. The overall complaint was confirmed. As the observed, condition of the attune impaction handle would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life. And it has been determined, that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that one of the attune impactor handles off the tibia impaction tray was damaged and unusable for the case. No damaged was incurred intra-op, it was opened in operating room and noted to be defective and unable to be used as a modular handle as the connector was missing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.